Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the right atrial (ra) lead exhibited noise. The noise had been previously deemed due to electromagnetic interference (emi). No intervention was performed. The patient's condition was stable.